Manufacturer narrative:
The reported blood loss is attributed to the operator no performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The reported fluid leak therefore could not be confirmed. The user's guide provides adequate instructions for troubleshooting system alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the pt and operator. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Clear fluid was noted under the cycler. Due to the amount of time spent troubleshooting the alarm, the circuit clotted, preventing rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was required.